Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the or for normal generator change out. Fluoroscopy revealed possible externalized conductors at the heel of the lead in the atrium. No electrical anomalies were observed. The lead was capped and replaced. The patient tolerated procedure well and will be followed normally.